Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle with a suture remnant, and a suture in several sections. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown eyelid procedure on (B)(6) 2024. The patient underwent surgery. During the surgery, suture was used to suture the eyelid skin. The surgeon was unable to tie the knot properly when holding the suture with a needle holder, and the suture broke several times. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 11/6/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - were there patient consequences? If yes, please specify. It was reported that "¿the suture broke several times..." - please confirm the quantity of devices involved in the reported event. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.